Event description:
It was reported that during use, the unit would not make ice. The tank was only half full so the tank was topped off with water. No ice block was present after 24 hours. The unit was replaced, with no reported delay in therapy. (B)(4).

Manufacturer narrative:
A maquet field service technician investigated the unit and found a damaged thermistor r56 on the power supply board. The power supply board was replaced. The unit was test to factory specifications. All tests were performed successfully. A supplemental medwatch will be submitted if additional information becomes available.